Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 3 august 2020: lot 157228: (B)(4) items manufactured and released on 18-mar-2016. Expiration date: 2021-03-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with another similar reported event.

Event description:
The patient came in 1 month after the primary surgery due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and a poly-swap and the surgery was completed successfully.